Event description:
Name of procedure being performed: na (incoming inspection). [Distributor] incoming inspection po# . Name of procedure being performed: we would like to inform you that some of the products didn't pass our receiving inspection. Please find attached spreadsheet. A0c02 lot #1456753 (1 ea.) - hair object found in pouch. Product is available for return. Type of intervention: na (incoming inspection). Patient status: na (incoming inspection).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process. Correction: update b5 to correct the event unit quantity provided in the initial report.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). [Distributor] incoming inspection po#: (B)(4). Name of procedure being performed: we would like to inform you that some of the products didn't pass our receiving inspection. Please find attached spreadsheet. A0c02, lot#: 1456753 (5 ea.) - particulate: other non-biological particulate. Product is available for return. Type of intervention: na (incoming inspection). Patient status: na (incoming inspection).